Manufacturer narrative:
This is one of two manufacturers being submitted for this case. The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia transcatheter heart valve in the aortic position by transfemoral approach, post full inflation of the valve (while counting for 3 seconds once barrel of inflation was empty) the commander delivery system balloon burst likely due to the heavily calcified ncc leaflet. The consultant then slowly withdrew the delivery system into the descending aorta and attempted to reintroduce it into the esheath+, however just below the nose cone, the consultant was unable to advance the system into the esheath+ without applying force. Consequently, a surgical cut-down was performed to remove the balloon and delivery system. The patient was surgically closed, and the balloon - which was cut into two parts on purpose - was successfully removed. The patient remained awake and stable throughout. As per pre-decontamination of the returned commander deliver system, the balloon was radially and longitudinally burst and the distal part of balloon returned separately. As per device evaluation, it was found under microscope that the esheath+ distal tip was opened but split.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned devices were visually examined, and the following was observed: liner expanded. Distal tip opened but split. Scratches observed along hdpe. Liner bunched at distal end. The IFU for esheath+ introducer set as well as the commander delivery system with s3u resilia IFU were reviewed. Warnings include, 'the edwards esheath+ introducer set must be used with a compatible 0.035 in (0.89 mm) guidewire to prevent vessel injury'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for sheath distal tip split was confirmed per evaluation of returned device. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'during the procedure, post full inflation of the valve (while counting for 3 seconds once barrel of inflation was empty) the commander delivery system balloon burst' and 'just below the nose cone, the consultant was unable to advance the system into the esheath+ without applying excessive force' per evaluation of the returned device, the esheath+ distal tip was split, and the liner bunched at the distal end, which may be indicating that the commander delivery system with the balloon burst likely interacted with the distal tip of the sheath during removal. Procedural factors, such as withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the balloon catching onto the tip during withdrawal and potentially leading to the split tip. Additionally, scratches were noted on the hdpe along the sheath shaft during device evaluation, which can be indicative of the presence of calcified nodules within the access vessel. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.